Manufacturer narrative:
The surgeon has chosen not to remove these broken screws. Since these screws were not removed, they were not available for evaluation. No further patient information could be gathered from the surgeon. This MDR report is for the 3.5mm screw that broke at c3. This MDR is associated with MDR 1833824-2016-00003. The same patient was involved. Devices still implanted in patient.

Event description:
Patient had a 5 level posterior spinal fusion surgery from c3 to t1. This original surgery took place on (B)(6) 2015. On (B)(6) 2015 the patient came in for a follow up with the surgeon because they were experiencing neck pain. It was discovered at this time that there were 3 screw fractures at c3 (1) and t1(2). The surgeon has chosen not to revise the patient.